Event description:
Pt reported on device tracking update mailer, received in 03/2004, that pt had undergone a separate surgical bypass procedure because one of the limbs of the bifurcation was not working. Upon contacting the implanting physician in 2004, it was confirmed that approximately 24 hours post-implant, that one limb of the excluder bifurcated endoprosthesis had occluded in this pt, resulting in a surgical femoral-feormal crossover procedure.